Event description:
It was reported that the pt "blacked out" during a pump refill 3-4 months ago. It was determined that the catheter had come apart and had coiled up in the stomach. The catheter was revised. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.